Manufacturer narrative:
The complaint device along with a competitor's sheath was returned in a used condition. A visual examination of the catheter does confirm the balloon has ruptured with approx 3cm of the balloon material still remaining on the shaft. Further examination detected what appears to be a longitudinal rupture with a circumferential tear along with the distal marker band missing. Our labeling for this balloon indicates the rated burst pressure is 15 atm. Our IFU warns not to exceed the rated burst pressure. Rupture of the balloon may occur. Over-inflation may cause rupture of the balloon with resultant damage to the vessel. From the info provided, it appears this event was due to the user superseding the labeled info and inflating the balloon beyond the rated burst pressure.

Event description:
During angioplasty, the physician inflated the balloon to 25atms. It ruptured and separated onto the wire. The wire was able to be removed with the balloon still on it. No pt injury occurred.